Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the device during user handling and water invaded scope connector causing an abnormality in the image sensor unit, and the error message was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - important information ¿ please read before use. ¦warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. - 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. - 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide.¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that there was no image (black), the image was okay after aeration. Additional findings include the following: the device failed the leak test, the plastic distal end cover had chips, the bending section cover had a hole / cut, the bending section adhesive had a crack, the charged coupled device unit in the bending section had a cut shrink tube, the insertion tube had multiple dents / wrinkles, the control body had fluid (dry after aeration), the scope connector had fluid (dry after aeration), the control knob was clicking, and the radio frequency identification (rfid) and production label were peeling. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had an e216 scope communication error when plugged in with the light on, and had a leak in the distal tip. The issue was found during preparation for use, the intended bronchoscopy was completed using a similar device, and without delay. There were no reports of patient harm.